Event description:
Customer reported that the sleeve locking is broken and it made noises. This is report 1 of 1 for complaint# (B)(4).

Manufacturer narrative:
Device came in for service and was evaluated by the technician. No further information is available.